Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button failure) was confirmed. Upon evaluation, the front and rear response button switches were defective. The cause of the defective switches cannot be positively identified. No adverse event resulted from the defective response buttons.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.